Event description:
It was reported that the patient faced bent cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was above 27.7 mmol/l and got treated with correction injection via multiple daily injection (mdi). The issue occurred with two infusion sets. The patient replaced infusion sets and resumed insulin successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.